Event description:
During an acl reconstruction procedure, using a super multivac 50 wand with finger switches, it was reported that the metal tip disengaged and vanished, not to be found and remains in pt's knee. Reportedly there was no pt injury. It was reported there will be an add'l x-ray, but there is no plan to re-operate to remove the fragment at this time.

Manufacturer narrative:
Pt age and gender info was requested from the user facility. No add'l info has been provided to date. It was reported that the device will be returned for investigation, but to date has not been received. A f/u report will be provided once the device investigation and lot history review are completed.